Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine via an implantable pump for non-malignant pain. It was reported that the patient stated their pump was leaking and they were going through withdrawals for a whole year. Their pump was replaced. This was four years prior to 2017, maybe 2013. Troubleshooting was not required. The troubleshooting steps that were taken on the call resolved the issue.